Manufacturer narrative:
(B)(4). Field service specialist (fse) performed preventive maintenance on 5-3-2017 and follow up intralase evaluation on 10-11-2017 for potential bed energy modification. Fse reported that humidity varying with winter weather now that the heater is on. Heat and ventilation air conditioning system was worked on over the weekend and dust particulate was found in the room. Applications support manager (asm) contacted account with findings and discussed modifying bed energy from 0.70uj to 0.80uj based on gel findings. The account reported they are evaluating all other site specific environmental variables that could cause dlk. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that 6 patients presented with excessive opaque bubble layer (obl) and "very mild" grade 1-2 diffuse lamellar keratitis (dlk) following intralase flap creation and excimer treatment. They reported that some patients got increase in steroids treatment but some did not get treatment at all and resolved on their own however, despite multiple attempts to get the amount of patients that got treated with steroids no definitive number was provided. Post operative visits noted patients had no loss of best corrected vision. The account was evaluating all other site specific environmental variables that could cause dlk but at the time of this report no further information has been received. This is report 1 of 6.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.